Manufacturer narrative:
Concomitant products: 5568-53 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. It was also reported that the rv lead exhibited no capture when programmed bipolar and exhibited noise when switched to unipolar. Lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.